Manufacturer narrative:
H3: analysis was performed for product: 960-556, lot number: 170127. It was reported that with markers attached and fully seated, the returned probe displayed a high geometry error. The support arm for marker #3 was slightly bent causing the high geometry error. Codes b01, c07 and d02 are applicable. A0709: applicable to not being able to track the passive planar. A05: applicable to the bent post. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the representative was unable to track the passive planar. When the representative covered one of the spheres with her hand, she was able to track the instrument. The representative swapped the spheres on the instrument, but the issue persisted. The probable cause was noted to be a bent post. There was no patient involvement.